Event description:
After an angio-seal device was deployed in the right groin, doppler noted the pulses to be weak. The next day, pt had pain in the right leg. An ultrasound showed collagen in the artery. The pt was taken to surgery for removal of the angio-seal device.